Event description:
It was reported that the instrument fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). G2 : foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed annex g code: mechanical (g04) - impactor; visual examination of the returned product/provided pictures identified the device shows signs of repeated use and wear and tear. The tray impactor has nicks and gouges throughout the handle and on the strike plate. The strike plate did not snap off the handle but has just been pulled out of the threads of the handle. The strike plate threads are all present and in good shape. It appears that the first 1-2 threads inside the handle are fractured and will not allow the strike plate to thread all the way into the handle. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.